Event description:
The customer reported a leak occurred when using the coulter® hmx hematology analyzer with autoloader. The leak was described as 1 ml or more of clear fluid leaked from the secondary mode probe wipe rinse block during probe rinse. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the tubing to the bottom vacuum port (3) on the rinse block (rb1) was obstructed. The fse flushed obstruction from tubing to resolve the issue. The fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).